Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. The device was removed via the access ports and safety release. Manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.